Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of nursing reported that ten minutes into a left eye cataract procedure, the cassette occluded and the occlusion bell sounded. The product was replaced and the procedure was completed. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no occlusion or occlusion bell was found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications. The manufacturer internal reference number is: (B)(4).